Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. At the time of report the customer had not addressed the elevated bg. No third party assistance was required. To resolve the occlusions the customer changed cartridges but ultimately reverted to an alternate method of insulin therapy.